Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter hmx analyzer with autoloader (hmx) gave ambient temp errors and also there was a clenz leak on the right hand side area of the hmx analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cut tubing (that was either pinched or worn) through pinch valve pv48 and resolved the leak issue. The fse did not observe any error message.

Manufacturer narrative:
(B)(4).